Manufacturer narrative:
Calibration and qc were acceptable. No relevant issues were identified during a review of the alarm trace data. The customer did not re-centrifuge the plasma sample before running. Product labeling states: "re-centrifuge plasma samples in a secondary tube for 10 min at 2000 x g prior to measurement." Small bubbles were observed in the reagent bottle. Foam on the reagent surface could lead to high vitamin d results. Product labeling states: "avoid foam formation in all reagents and sample types (specimens, calibrators and controls)." The investigation determined the event was consistent with a preanalytical handling issue. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys vitamin d total ii (vitamin d total ii) on a cobas e 801 analytical unit. The initial result was >100 ng/ml with a data flag. The repeat result was 17.5 ng/ml. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.